Manufacturer narrative:
Additional information added to g4, h3, h6, h10. The customer reported problem was confirmed. A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2016, to the present date (B)(6) 2020, and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device has cracks in the dose cord area. It is also broken in the lower/under case. No additional information was provided. No patient involvement was noted.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has cracks in the dose cord area. It is also broken in the lower/under case. No additional information was provided. No patient involvement was noted.